Event description:
Intralipids are clotting off in tubing. This happened multiple times. Staff reports in general that this happens occasionally with intralipids and staff will have to change out the blue micron filter or the bd max zero bifuse extension set with max zero.